Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigation summary: the product code was returned to ethicon for evaluation. One labeled winding former with a needle suture piece outside its packaging was received for analysis. Product code sxpp1a405. During visual inspection of the returned sample, significant marks that appeared to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. In addition, body fluids were found on the strand. In addition, two photos were provided for analysis. The first photo showed the same condition as the returned sample. In the second photo, it was noted, a suture was threaded in an organ. However, it is not clear to confirm the event description. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy for uterine lesions procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported that the suture got split in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.